Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated remotely. The patient was brought into clinic and again the device could not be interrogated. At the most recent follow-up appointment, approximately 5 months earlier, no anomalies were noted and the device had a remaining longevity of 6 years. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the no telemetry condition.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.